Event description:
Surgeon removed a locking 1/3 tubular plate which had broken post-operatively and the concomitant screws, none of which were broken. Patient was implanted for an open midshaft fracture of the ulna. Patient went to non-union/delayed union with subsequent implant breakage.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.